Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that resistance was met while trying to cross a difficult lesion with the xience v. The shaft of the stent delivery system (sds) kinked and separated outside the patient. The sds was removed and a new xience v stent was successfully implanted. There were no reported patient effects.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.